Manufacturer narrative:
Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lezcano, e., gomez-esteban, j.c., tijero, b., bilbao, g., lambarri, I., rodriguez, o., villoria, r., dolado, a., berganzo, k., molano, a., ruiz de gopegui, e., pomposo, I., gabilondo, I., zarranz, j.j. Long-term impact on quality of life of subthalamic nucleus stimulation in parkinson's disease. Journal of neurology. 2016. Doi:10.1007/s00415-016-8077-4. Summary: long-term impact of bilateral subthalamic nucleus deep brain stimulation (stn-dbs) on health-related quality of life (hrqol) and associated factors in patients with parkinson¿s disease (pd) are not clear. Preoperative hrqol and short-term postoperative changes in off-medication motor status may predict long-term hrqol in pd following stn-dbs. Reported events: one (B)(6) female patient underwent subthalamic nucleus (stn) deep brain stimulation (dbs) implant for parkinson¿s disease (pd). The patient¿s medical history was significant for a 7 year history of pd at the time of surgery, documented pre-surgical alteration in verbal and visual memory, and mild depressive symptoms, but preserved overall cognition (mini-mental state examination [mmse] score=29). After an initial assessment, six months after surgery, confirming the absence of clinical or neurological complications, she developed acute delirium with paranoid symptoms with normal brain imaging, electroencephalography and blood and urine analyses 10 months after surgery. In the following weeks, she recovered, after adjustment of the doses of atypical neuroleptics and dopaminergic agonists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.